Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of unspecified folfusors were leaking. This was identified prior to patient use. There was no patient involvement. No additional information is available.